Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time. The reporter was unable to provide a cartridge lot #. Therefore, no investigation related to retain testing can be completed at this time.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient) alleging that he had cartridges that might have leaked. The reporter was unable to confirm what lot # her son had. As a result of the alleged issue, the reporter claimed that the patient's blood glucose (bg) levels had been running in the "300s" mg/dl. She denied that the patient had ketones or symptoms. The reporter admitted that the patient never complained of leaking or wetness in the cartridge compartment. She also was unable to confirm where the source of the leak was if there was any. The reporter reportedly threw the cartridge(s) away. The patient claimed that the patient's bg levels were within limits after switching boxes of cartridges. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient might have had cartridges that leaked. There is no evidence; however, that the alleged issue contributed to a serious injury. The reporter did not report any bg readings or symptoms that meet animas' criteria for a serious injury.